Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Data analysis showed the battery power consumption was higher than normal due to high atrial sensing rates. It was noted that the high atrial rates had decreased, and that it would take time for the battery power consumption to decrease. This pacemaker remains in service. No adverse patient effects were reported.